Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with occlusion. This condition had the potential to interrupt delivery. This condition was found in the "sicu a" department and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with oclussion was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be damage to the door latch and hinges. The door latch and hinges were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.